Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed an end of life (eol) indicator due to long charge times. The device had a monitoring voltage of 2.7v with a charge time of 33.8 seconds.